Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by its inability to scan the medication. A technical support specialist successfully updated the scanner's driver and rebooted the station. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system scanner could not scan. The customer reported that the user was able to remove the medication from another station and there was no delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.